Event description:
The user facility reported the safety device did not activate and the nurse incurred a needle stick. Follow up communication with the user facility reported the following: (1) the nurse gave an im injection; (2) the nurse activated the safety device on the treatment tray; (3) then placed the device on the tray while placing a bandage on the patient; (4) the nurse was then stuck with a contaminated needle when reaching for the used needle and syringe in order to dispose of it; (5) the nurse is being tested and treated for exposure to (B)(6); and (6) no impact to the patient.

Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. Therefore, the investigation was based upon evaluation of user facility information and retentions samples. Visual inspections confirmed no anomalies. A sensory inspection was performed and found no anomalies. Dimension testing of the sheath tooth was performed and met manufacturer specifications. Sheath activation and sheath deactivation force was evaluated and passed with comparable results with level test data. Molded components have undergone visual and dimensional inspection during the molding process. Sheath tooth dimension also is conducted during incoming inspection prior supply to assembly. In the process inspection for visual, sensory test and functional testing met manufacturer specifications. Simulations testing was conducted. Samples were manually activated as per instructions for use (IFU). Successful activation was achieved and the sheath remained intact. A review of the device history records confirmed that there were no product related problems for this lot number. A review of the quality control outgoing inspection records of current confirmed the lot was shipped in good quality. There is no evidence that this event was related to a device defect or malfunction. The investigation results verified that the retention samples was the normal product with no inherent deficiency which would relate to the reported complaint. Proper instruction for usage of the sg2 needle was fully addressed in the instruction for use (IFU) indicated on our unit box. Therefore, we recommend: (1) activating the safety sheath with a firm and quick motion on a flat surface and sheath must be positioned approximately 450 (2) also, please be reminded to visually confirm that the needle is fully engaged under the lock and keep the finger or thumb behind the tab at all times to prevent needle stick. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4). Device not returned to manufacturer.

Manufacturer narrative:
Fifty unopened samples from the initially reported lot#/product code combination were returned to the manufacturing facility for evaluation. Visual inspection confirmed no anomalies or defects. A visual inspection of retention samples revealed no anomalies or defects. The actual samples were further evaluated through sensory inspection. The safety needle was attached into a syringe. The sheath lugs were firmly attached to the collar ears. The sheath was moved to 135 degree position and pointed the needle downward. The sheath remained in the applied position. No movement on the sheath was observed. Confirmation of the dimension of the sheath tooth was performed on the actual samples met manufacturer specifications. Furthermore, sheath activation and sheath deactivation force were evaluated using the tensile / compression equipment. Results were comparable results with the level test data and met manufacturer specifications. Simulation testing was conducted. Actual samples were manually activated as per instructions for use (IFU), by pressing down with firm and quick motion. Audible sound (click) was heard and the needle was completely engage under the tooth. Successful activation was achieved with no anomaly. The exact failure was not able to be reproduced. Lot history file revealed no product related problems for this lot. Production in-process inspection monitoring and qc outgoing inspection confirmed no product related problems. Thus, the lots were shipped in good quality. Although the cause of the reported event cannot be definitively determined based upon the available information, there is no evidence that this event was related to a device defect or malfunction. Proper instruction for usage of the sg2 needle was fully addressed in the instruction for use (IFU). The device labeling does address the potential for such an occurrence in the warnings/cautions and the instructions-for-use with statements such as the following: activate the safety sheath with a firm and quick motion on a flat surface and sheath must be positioned approximately 45 degree. Also, please be reminded to visually confirm that the needle is fully engaged under the lock and keep the finger or thumb behind the tab at all times to prevent needle stick. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up #1 for mfg. Report # 3003902955-2015-00007 to provide the results of the evaluation of the fifty unopened samples returned to the manufacturing facility.